Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; however, a specific bg value was unable to be provided. Reportedly, the cause of the elevated bg level was because the customer did not believe he was receiving insulin from the pump. Additionally, it was reported that the pump time was about half an hour off. Tandem technical support informed the customer that the time could be changed; customer acknowledged. The customer addressed impacted bg level with a bolus via the pump. During a system check, it was confirmed that the pump was functioning as intended; the customer acknowledged.